Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture on the keypad traces. No button error alarm during our testing. The insulin pump has cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump had alarmed button error and it wasn't working. Customer doesn't recall her blood glucose level at the time of the event but earlier in the morning it was 80 mg/dl. Customer was attempting to bolus, the device was clipped to her pants, and the button error alarm went off. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device to undergo further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.